Event description:
Additional information from the patients physician indicated that the patient did not have an infection. No additional information was provided.

Event description:
It was reported that the patient had an infection at his incision site where the battery was implanted. The patient was given antibiotics. The patient also experienced a loss of therapeutic effect, resulting in incontinence. The patient's device had been reprogrammed twice and was "not working as intended". It was reported that the patient outcome was "fine so far". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 3037 serial# (B)(4) lead model 3889-28 lot# v836405 implanted: (B)(6) 2011 explanted: unknown.